Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the identify of the foreign material could not be identified. The root cause of the foreign material that remained in the device could not be conclusively specified. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU): gif/cf/pcf-290 series operation manual [chapter 3 preparation and inspection_3.3 inspection of the endoscope]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the objective lens, plastic distal end cover, and light guide lens of the colonovideoscope had foreign objects. There was no patient involvement.